Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, original surgery was done (B)(6) 2017. The patient fell on (B)(6) 2017 and the surgeon found a dislocation to the patient's hip. The surgeon performed closed reduction and a dissociation occurred during the closed reduction. Finally, the surgeon performed a surgery (bha) on (B)(6) 2017.